Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the after drawing up medication using the bd eclipse¿ needles - bd luer-lok¿ syringe, a leakage occurred at the threaded junction point. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
3 pcs representative samples were received in sealed package. All the samples were subjected to leak test and passed the test. A device history record review showed no non-conformances associated with this issue during the production of this batch. 3 pcs representative samples were returned and subjected to leak test. All samples passed the test. Hence, root cause could not be determined. Continue to monitor the nonconformance trend. The representative samples passed the leak test. Continue to monitor the nonconformance trend.